Manufacturer narrative:
Conclusion: ab) based upon the info received, the visual examination and the functional test; a) it was concluded that the inst. May have been dry fired causing the staple to jam between the holder and the back of the anvil. The inst. Was received with 3 formed, 1 malformed, and 1 unformed staples jammed in the cartridge nose. The inst. Had been dry fired, then repeatedly fired again. The staples were removed from the cartridge nose. The inst. Had been dry fired, then repeatedly fired again. The staples were removed from the cartridge nose. The inst. Then cycled, fired, and properly formed the remaining 16 staples without incident. B) it was concluded that dried body fluids in the cartridge assembly may have caused the reported incident. The inst. Was received with excessive dried body fluids in the cartridge assembly and was cycled, fired, and properly formed the remaining 15 staples intermittently. It was concluded that the excessive dried body fluids had caused the staples to feed intermittently. Comments: a) the instrument is not designed to be fired while not in tissue or a gauze simulation of tissue. Once the staple is formed, there is no media to pull the staple out of the tip of the instrument. B) each instrument is evaluated during the assembly process to ensure the staples feed, fire and form correctly.

Event description:
The devices was used during a laparoscopic hernia repair it was reported the first ems jammed. One staple fell into the pt's abdomen and was not removed. A second instrument was opened and fired eight times, and was then out of staples. A third instrument was opened to complete the case. There was no consequence to the pt.